Event description:
Draeger remote telemetry monitor was in docking station when docking station combust into flames and telemetry box flew across the room off of the docking station. FDA safety report ID # (B)(4).